Event description:
Customer states that father has been getting stuck. Chair will move for a distance and then stop moving. Customer charges battery every night. Battery reads full. This has been happening for a few weeks. Gradually getting worse. Right motor fault code. Provided dlr information to call for service..